Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Joystick worked fine for awhile and then when he tries to change a drive on the joystick it goes from the selected drive back to drive 4.